Event description:
It was reported that the pump triggered alarm 30 during the pumping process. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl. Customer service assisted the caller in loading a new cartridge using the correct technique, and the customer successfully resumed insulin therapy.